Event description:
It was reported that during a MRI procedure the pt complained of pain at the site of the implant and a headache in the forehead area during the MRI. Once removed from the machine the pain subsided within 10 minutes.

Manufacturer narrative:
At the time of this report, the device has not yet been returned for eval. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.